Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information.

Event description:
It was reported a patient underwent left hip revision approximately eight years post-implantation due to pain, discomfort, and metal on metal hip disease. During the revision, a small amount of red fluid around the greater trochanter, trunnion corrosion, and very soft necrotic tissue in the greater trochanter were noted. The metal on metal components were revised to poly on ceramic. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Event date - unknown date in (B)(6) 2017. Explant date - unknown date in (B)(6) 2017.

Event description:
It was reported patient underwent hip revision surgery due to an adverse reaction to metal debris approximately eight years post-implantation. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of operative notes. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.